Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
When the stent was placed on the wire, the physician noticed that the distal tip looked to be split. There was no damage to the packaging noticed prior to opening. The device was secure in the packaging. There was no mishandling of the device prior to opening or during prep. No anomalies were noted during prep. The distal tip was not kinked or bent. The product was not used in the patient. There was no reported injury to the patient.